Manufacturer narrative:
Batch review performed on 23 feb 2022. Lot 2002132: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-may-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 week after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.